Manufacturer narrative:
Reason for reoperation due to deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, delamination valve and creases flat. Leak test and microscopic analysis was performed which identified: striated opening on radius, delamination partial of the valve and non-penetrating nicks. Based on the device analysis the final assessment is: 1.) A delamination partial of the valve (adhesive failure); 2.) Two striated opening on radius due to surgical damage consist in the use of some surgical tool; 3.) Creases are observed but have no relationship with manufacturing.

Event description:
Health professional additionally reported "any creases."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.